Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found.

Event description:
Plastic pieces from the needle wrench went into the eye. The plastic is too weak and doesn't stand up when the surgeon puts the tip on the handpiece. The particle was removed during surgery.